Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes' needles were too long. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "during the inspection before use, the needle length was found to be different among the products from the same lot."

Manufacturer narrative:
H6: investigation summary: customer returned (2) 0.3ml syringes. No identifying packaging was provided. Both syringes were measured as having 12.5mm long needles. This length is within specifications for 13.1mm syringes, but well out of specification for 8mm syringes. A review of the device history record was completed for batch# 1256984. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. Based on the samples received, embecta found that the returned syringes had needles intended for 13.1mm needle syringes.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes' needles were too long. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "during the inspection before use, the needle length was found to be different among the products from the same lot."